Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported on (B)(6) 2017 there was a loss of stimulation. During the call the patient programmer (pp) was used after which the consumer stated ¿now it¿s working,¿ and stimulation was felt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.